Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrodes 1-2 and both deformable body thermocouples met specifications during electrical testing. A simulated ablation test was conducted; however, noise was not present on the distal electrode during ablation and no other anomalies were noted. Contact force was displayed when connected to the tactisys unit, with no error messages noted, and the optical fibers met specifications for optical signal properties. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported ablation issue and subsequent cancelled procedure could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing reference: 3008452825-2019-00411. During a pulmonary vein isolation procedure a cancellation occurred. While performing a wide area circumference ablation around the right veins at 30w power with 17 ml/min, the pulmonary veins could not be isolated. The electrograms were visible throughout the procedure but it was suspected that the catheter was not functioning as expected since the local signal from electrodes 1-2 did not decrease in amplitude during ablation. A new catheter was used and like the first catheter appropriate impedances and measurements were observed. When isolation was still not achieved with the second catheter the procedure was cancelled. There were no adverse patient consequences.